Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp keypad delam recall 2012- 05/10/2018 12:58:23 william burdette (wburdett) for additional repairs please contact luis rodriguez, biomed, luis.rodriguez@cityhospital.us 06/15/2018 12:27:38 clelia flores (clflores) est mjr 06/26/2018 07:27:39 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per clelia flores, service tech. Repair approved by luis rodriguez, director, at luis.rodriguez@cityhospital.us for $230. Use new po# 054d-298321 06/26/2018 09:55:56 lauryne wasan (lwasan) correction: major repairs needed per clelia flores, service tech, due to cracked submechanism (bezel) assembly and broken air in line assembly. Repair declined by luis rodriguez, director, at luis.rodriguez@cityhospital.us as he requested only the recall be completed. Please return the unit unrepaired for all additional repairs. 06/26/2018 14:12:29 annette a mendez (amendez) 1z9791540272564463 10/08/2019 12:41:10 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.